Manufacturer narrative:
The device was returned, but an initial evaluation as not yet taken place. However, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd autoclavable camera head stopped producing an image during an unspecified procedure. According to the initial reporter, an error message was displayed when the camera was plugged into the tower. Reportedly, the procedure was completed. Details concerning how the procedure was completed and the patient's overall outcome were requested but not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.